Event description:
It was reported that there was a hair inside the packaging. The back up was used and the contaminated device was discarded.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the MFR. Additional info was requested. Should additional info become available, the evaluation summary will be submitted ina supplemental report.